Manufacturer narrative:
Investigation summary: received a 22ga iag catheter-adapter assembly. The remainder of the assembly or packaging were not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual evaluation: the unit revealed damage on the threads of the luer adapter. Connection: the unit was connected to a luer lock lab provided syringe. Although some resistance was felt, connection was successful. Conclusion(s): manufacturing: the defect catheter defective/damaged was identified and confirmed with the returned used unit. The damage observed could occur anywhere within zones 1, 2 or 5 on which the adapter luer comes in contact with equipment. Misalignment of the adapter relative to the equipment may cause this damage. Alignments are performed as necessary at set up or during production. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Event description:
It was reported that during use the catheter adapter was deformed and was unable to connect to tube with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from japanese to english: hcp couldn't connect to ex-tube. The catheter adopter was deformed or chipped. Replaced by new product and the issue was resolved.

Manufacturer narrative:
Date of event: unknown. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the catheter adapter was deformed and was unable to connect to tube with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: hcp couldn't connect to ex-tube. The catheter adopter was deformed or chipped. Replaced by new product and the issue was resolved.